Event description:
The customer reported that the system work station handle bolts broke. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle and bolts were replaced during the service call. The system was tested and found to be working as intended and put back into service.